Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were no readings on both receiver and smart device. No additional patient or event information is available. Data was received for evaluation. However, a data evaluation could not be performed to confirm the reported issue. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. The share log was reviewed and it contained nothing related to customer complaint. The reported event of no readings on both receiver and smart device was not confirmed. A root cause could not be determined.